Manufacturer narrative:
(B)(4). Evaluation: a representative sample was returned for analysis. The evaluation found the barb depth was out of specification. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Manufacturer narrative:
To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2017 and barbed suture was used. The surgeon noticed that the barbs were hard to see and also hard to feel. The procedure was completed with an alternate like device. There were no patient consequences reported.